Event description:
It was reported that during implant there was high pacing impedance and a failure to advance the guidewire on the right ventricular (rv) lead. The physician elected to use a different rv lead for the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance and difficulty inserting wire to lead were not confirmed. As received, a complete lead was returned in one piece without the stylet. A stylet was able to be fully inserted inside the lead and removed without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.